Event description:
Customer reported a cartridge change error with the pump, which did not cause the blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to inspect and clean the pump's pneumatic tap area and assisted in filling and loading a new cartridge. The customer was ultimately able to load the cartridge successfully and resume insulin delivery.